Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an open wound at the burr hole cover. Surgical intervention took place wherein the system was explanted to address the issue.